Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/14/2015 with the following findings: a review of the pump's black box data showed a 088 alarm on 08/11/2015 followed by multiple pump reboot events. The pump was run on a 24 hour basal program with no intermittent power or alarm occurrences. No damage or intermittent connections were found inside the pump. Unrelated to the initial allegation, the audio bolus button cover was damaged, but still responsive.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.